Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the output connector was broken, the display wires were pinched but insulation was not compromised and the hanger assembly was contaminated. It was further noted in the log data that eight stuck buttons were detected and eight were recovered, indicating the device was functioning normally. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.